Event description:
Explant of lateral rhead head and stem, due to disassociation of head from stem.

Manufacturer narrative:
Evaluation of patient follow up images confirmed disassociation of radial head from stem. Visual evaluation showed evidence of secure initial engagement between radial head and stem. Dimensional evaluation of explanted device showed device critical dimensions were within specification. Device history records showed no anomalies.